Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve, reducing the pvl to mild. No further treatment was prescribed. No adverse patient effects were reported.